Event description:
It was reported that during a procedure of the moderately tortuous, mildly calcified, 85% stenosed, de novo mid circumflex artery, the 1.2 x 20 mm mini trek balloon dilatation catheter (bdc) was inflated for pre-dilatation at 10 atmosphere (atm) when the balloon ruptured. There was no reported adverse patient effect. The device was removed from the anatomy and a second mini trek bdc was used in the procedure without issue. A 2.0 x 28 mm vision stent was implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.